Manufacturer narrative:
(B)(4). - supplemental MDR - leakage one photo was provided to our quality team for investigation. The photo shows one loose syringe partially filled with an unknown clear fluid. The syringe has no defect observed. The reported defect was not identified in the photo received. Therefore, no corrective action is required at this time. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 3034733. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. The report states, "syringe leaked when priming needle for treatment." Confirmed via phone call to the eye clinic that the leak occurred between the needle and the syringe after the filter needle was removed and a 30 gauge needle was attached. Product#: 200108844 lot#: 309628 additional information provided: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There was no harm or injury to the patient or eye clinic staff. The only complication and negative outcome was that the hcp had to use another izervay kit to administer to the patient. 2.can you please provide total number of occurrences? 1 3.I would like to follow up on this case. There is no movement in the shipping label provided. Could you please advise when the sample is expected to be shipped? A follow up call will be made to the eye clinic regarding the complaint sample return. The shipping label was sent to the eye clinic via email on 29jan2025.

Manufacturer narrative:
(B)(6). Supplemental MDR - leakage. One sample and one photo were provided to our quality team for investigation. The sample was received with the unsealed "izervay" box carton and included an unknown needle. The unknown needle was found to be clogged. The syringe was tested with a good needle and no leakage was observed. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 3034733. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.